Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the suture snapped at the static anchor while loading. A new device was implanted successfully.

Event description:
According to the available information the suture snapped at the static anchor while loading into the introducer. A new device was implanted successfully.

Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and not returned. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. No abnormalities were noted with the introducers. The information received indicated the static anchor detached during loading on the introducer. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred due to stress. Details were not provided if there were any issues that may have occurred prior to the detachment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.